Event description:
The consumer reported that the patient started feeling a lot of pain and a shocking sensation after a procedure for her liver on (B)(6) 2016. The patient did not turn her device off for the procedure. During the time of report, the patient stated it was still causing her pain and she felt it on her right shoulder. The manufacturer representative had set up the patient's settings the week prior and instructed the patient not to touch any of the settings, so the patient had yet not used the patient programmer; it was confirmed that the manufacturer representative had instructed the patient to do this prior to the patient experiencing the pain and the shocking sensation. The patient was then instructed to sync the implantable neurostimulator (ins) with the patient programmer to confirm ins status/ programming; the patient programmer showed stimulation was on and the patient had the ability to change stimulation. Stimulation was decreased from 5.8v to 4.65v; the patient reported feeling a slight pain, but it was better. It was reviewed that the patient could turn off stimulation if the pain was still too strong and to follow up with the healthcare professional. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.